Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal was found to be cracked out of the box. A new unit was used to complete the procedure. There were no other patient effects reported. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).